Manufacturer narrative:
(B)(6).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole is not exactly in the center. The flexible wafer around the flange is also not placed symmetric. At one side it is 1 cm and at the other side it is 2 cm. Photos depicting the reported complaint issue were provided by the complainant.